Event description:
It was reported that one day post implant, a hematoma was observed at the device pocket. The hematoma was drained. The device remains in use. The patient is part of the systems longevity study. No further patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.